Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range pacing impedance measurements. Oversensed noise was also noted on the rate/sense channel. Under fluoroscopy it was noted that the lead had fractured. An invasive procedure was performed. This device was explanted and successfully replaced. A new system was implanted on the opposite side due to a concern of infection. No additional adverse patient effects were reported.